Manufacturer narrative:
We have not been able to receive any samples. The batch documentation reveals no defects or deviations. We have not had any other complaints on this batch. Should additional information be received, a follow-up report will be filed. Without the benefit of examination and testing wellspect healthcare is precluded from commenting on the condition of the device or the cause of the occurrence.

Event description:
The customer complains about bleeding due to catheterization.